Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, and prolapsed posterior leaflet, and a chordal rupture. A mitraclip xtr was inserted and advanced under the valve. However, the clip became caught on chordae. Troubleshooting was performed and the clip was retracted into the left atrium (la) but an additional chordal rupture was observed. Therefore, both the clip delivery system and steerable guide catheter (sgc) were removed. After removal of the sgc, it was observed the septum was perforated, which caused mr to worsen to a grade of 4+. The physician decided to discontinue the procedure. The following day, the patient underwent surgical mitral valve repair and atrial septal surgery. No additional information is available.

Manufacturer narrative:
In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. The reported worsening mr appears to be due to the perforation. Perforation and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a